Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use, the 840 ventilator compressor became inoperable. The patient was transferred to another ventilator with no harm. The service engineer (se) inspected the device and found that compressor inlet filter occluded. The compressor inlet and dryer filter were replaced. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two compressor mufflers (intake filters) were returned to medtronic¿s product analysis laboratory. A visual inspection of the returned parts found the filters speckled with dark colored particles. An investigation was performed it was found that the sound from the motor was lower than normal, indicating air inlet obstruction. The issue was reported to have been caused by the obstructed medium material in the muffler intake filters due to a vendor process. The issue will continue to be internally investigated.